Manufacturer narrative:
Evaluation found the head assembly and cartridge needed to be replaced due to wear.

Event description:
Additional information received indicating that no injury resulted.

Event description:
In this event it was reported that a x-smart plus won't hold file. Injury to patient unknown, further information has been requested.

Manufacturer narrative:
In this event contra angle won't hold files. There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available as well.